Event description:
It was reported that an versacross access solution was selected watchman procedure. During insertion, the access was granted, and it was being tried to go up with the mechanical guidewire. However, the guidewire got stripped and stuck upon tentative to remove it from the dilator hub. Once the guidewire was removed, it was noted to be unraveling, it was fully retrieved from the patient anatomy, and it remained in one piece. Thus, a new versacross connect kit was opened, and the procedure was completed successfully. No patient complication was reported. The device is not returning for analysis as it was discarded in facility.

Manufacturer narrative:
The device was not returned for analysis. However, based on the media provided, the reported allegation was confirmed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an versacross access solution was selected watchman procedure. During insertion, the access was granted, and it was being tried to go up with the mechanical guidewire. However, the guidewire got stripped and stuck upon tentative to remove it from the dilator hub. Once the guidewire was removed, it was noted to be unraveling, it was fully retrieved from the patient anatomy, and it remained in one piece. Thus, a new versacross connect kit was opened, and the procedure was completed successfully. No patient complication was reported. The device is not returning for analysis as it was discarded in facility.